Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the patient was readmitted with an ongoing infection and abnormal labs. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient was readmitted with a supratherapeutic international normalized ratio (inr), elevated white blood cell count, and acute kidney injury with elevated creatinine. The patient was started on intravenous fluids, fresh frozen plasma, and vitamin k. The patient was also started on two antibiotics and received two units of packed red blood cells. Blood cultures indicated that the patient had bacteremia with the ventricular assist device (vad) driveline cable exit site suspected to be the source. Computerized tomography (CT) was negative and "not much" drainage was note from the driveline exit site. The patient was discharged and continued on intravenous antibiotics.

Manufacturer narrative:
This supplemental is being submitted for updated investigation. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was shocked by their implantable cardioverter defibrillator (ICD) due to a cardiac arrhythmia related to a driveline exit site infection. Blood cultures revealed bacteremia with pseudomonas bacteria, and the patient was treated with intravenous antibiotics and antiarrhythmic medications. An echocardiogram revealed no abnormalities. It was further reported that the patient was later readmitted with a supratherapeutic international normalized ratio (inr), elevated white blood cell count, and acute kidney injury with elevated creatinine, and the patient received intravenous fluids, fresh frozen plasma, two units of packed red blood cells, and vitamin k. Blood cultures indicated that the patient had bacteremia suspected to be associated with a driveline exit site infection however, a computerized tomography (CT) was negative and minimal drainage was noted from the driveline exit site. The patient received additional antibiotics. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia, infection, and renal dysfunction are known potential complications associated with the implantation of a vad. There is no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was shocked by their implantable cardioverter defibrillator (ICD) due to a cardiac arrhythmia related to a driveline exit site infection. Blood cultures revealed bacteremia with pseudomonas bacteria. The patient was treated with intravenous antibiotics and antiarrhythmic medications. An echocardiogram revealed no abnormalities. The patient's peripherally inserted central catheter (PICC) line was removed and the patient was discharged with six weeks of antibiotic treatment. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia and infection are known potential complications associated with the implantation of a vad. There is no evidence the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: product ID: 690r28 heart ring, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by their implantable cardioverter defibrillator (ICD) due to a cardiac arrhythmia related to a driveline exit site infection and the patient was admitted. Blood cultures revealed bacteremia with pseudomonas bacteria. The patient was treated with intravenous antibiotics and antiarrhythmic medications. An echocardiogram revealed no abnormalities. The patient's peripherally inserted central catheter (PICC) line was removed and the patient was discharged with six weeks of antibiotic treatment. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.